Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: warnings- injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions- as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events- table 1 and 2. Injection site responses by severity and duration after initial treatment occurring in > 5% of treated subjects. Possible treatment site responses include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching and dryness. Postmarket surveillance- the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In many cases the symptoms resolved without any treatment. Reported treatments included the use of (in alphabetical order): analgesics, antibiotics, antihistamines, anti-viral, arnica, drainage, hyaluronidase, ice, laser treatment, massage, nsaids, steroids, and warm compress. Outcomes for these reported events ranged from resolved to ongoing at the time of last contact.

Event description:
A healthcare professional injected a patient in an unspecified area with an unknown amount of juvéderm volbella® xc. The patient experienced "delayed swelling" an unknown time following injection. Follow-up with the healthcare professional revealed that the patient was injected in the lips with 0.5 cc of juvéderm volbella® xc and approximately 3 months later, "delayed swelling" occurred at the injection site. Treatment with oral steroids were given after symptoms appeared and about 3.5 months following the injection. Symptoms resolved an unknown time later.